Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection and pocket erosion. Cultures were taken antibiotic treatment was necessary. The pacemaker system was explanted, the site required debridement of necrotic tissue and purulent material/fluid and placement of a wound vac. It was also noted that a third suture sleeve was found deep within the device pocket which was removed. No further patient complications have been reported as a result of this event.